Event description:
On (B)(6) 2013, it was reported that a physician¿s handheld device had an sql error. Interrogations could be performed; however, the error message showed up consistently. The handheld device and software flashcard have not been returned to date.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No sql errors were observed during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.